Event description:
Procedural note states: "when it came time to use the stapler to fire across the sigmoid, I found that the stapler would not clamp using a blue load despite multiple attempts. I converted to a green load; however, there were multiple issues with the stapler not clamping the tissue properly. A different green load was tried and the stapler was able to clamp down the tissue and indicated that there were no issues. When the stapler fired, however, there was another malfunction with it cutting. It only partially transected the colon. At this point, I decided to complete the transection with regular laparoscopic staplers ... I scrubbed and went to the table and completed the transection laparoscopically with an echelon stapler."